Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error after battery change. Customer's blood glucose value was 250 mg/dl. The customer stated that they saw a red cross on insulin pump display. Customer stated that insulin pump was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly.